Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device investigation found an intermittent audio condition on all volume/tone settings. Review of the device history record review found that the speaker passed the verification of speaker settings during testing. The root cause of the "no audio" condition was a failed speaker. The failed speaker was replaced.

Event description:
It was reported that a device had no audio function present. There was no pt involvement reported.